Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Unit power up properly after battery installation. Unit received with operating currents within specifications. No failed battery test noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and button error while entering carbs. Customer changed battery but then the keypad buttons would not respond. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was 164mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.